Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A post cardiac arrest patient was inserted a quattro catheter without issue in the femoral vein. It was reported by the hospital nurse that after 4 hours into ivtm treatment, the saline bag was observed to be almost empty. The nurse replaced the start-up kit and saline bag and treatment was restarted. Twelve hours into ivtm treatment, loss of the saline in the bag was noted again. Upon inspection, no trace of blood was observed in the start-up kit and no leaks were observed on the bed and on the floor. Per follow up call with the nurse on the duty, 17 hours into ivtm treatment, the saline leak has stopped and level of saline in the bag has been unchanged. Doctor does not have any plans on replacing the catheter because patient reached target temperature. Since patient needs fluid, doctor is aware and not concerned of possibility for the additional saline getting into the patient. Per nurse, treatment has been continue smoothly. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned quattro catheter (lot # 78059). Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device, capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and a pinhole leak was observed on the distal and of the medial 2 balloon. During manufacturing, all catheters are 100 % inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Thus, it is likely that either a latent deformity in the balloon that may have caused eventual leak under pressure, or the balloon may have seen higher stress during inflation. Historical complaints were reviewed for information related to the reported complaint and no similar history of complaint was reported for the quattro catheter with lot # 78059.